Event description:
It was reported that the right ventricular (rv) lead had chronically high thresholds which caused high outputs for the device and in turn, prematurely depleted the battery longevity. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.